Event description:
It was reported that the customer had excessive no delivery alarms on the insulin pump. Customer received a new pump from the hospital a couple of weeks ago. Customer had an older pump earlier and reverted back to her old pump because she feels unsafe with the new pump. Customer changed the infusion set and reservoir every time the pump alarms no delivery. Customer feels that it alarms too often. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.